Manufacturer narrative:
In response to FDA report number: mw5153829, mw5153830. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported via regulatory agency "breasts shape was changing everyday. Hard and painful breasts, swollen lymph nodes". Also reported "respiratory infection, bladder infection, yeast infection and vomiting. Right arm numbness, fever, gastric indigestion failure of organs and cyst in gall bladder and liver which led to losing gall bladder" not related to the device. This record is for left side. Device remains implanted.